Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 577 mg/dl and an "acute kidney injury". Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.